Event description:
It was reported that during an unknown procedure, the device would not staple. During the intervention, the stapler didn't staple. The surgeon used a new device to finish the intervention. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Protruding staples the analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received with only 12 staples present and all protruding. It should be noted that when manipulating the device, only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated, it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.